Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of returned heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed compromised wires that would have resulted in pump stops on power module/mobile power unit and battery power. (B)(6) was returned with the driveline severed approximately 2¿ from the pump housing. A distal portion of driveline was returned measuring approximately 37¿ from the metal controller connector. The inflow conduit (inlet extension, flex section and inlet elbow) was returned detached from the inlet port. The apical cuff was returned separately. The sealed outflow graft was returned detached from the outlet elbow. The outflow graft bend relief was returned detached. The outlet elbow was returned attached to the outlet port. Visual inspection of the blood-contacting surfaces revealed no evidence of deposition or thrombus formation. (B)(6) was returned with the driveline severed approximately 2¿ from the pump housing. A distal portion of driveline was returned measuring approximately 37¿ from the metal controller connector. Additionally, the driveline was partially severed approximately 28.75¿ from the controller connector with the green supporting string still intact. The returned portion of silicone jacket on the distal portion of driveline was returned covered in clear tape. An electrical continuity test of the returned driveline was conducted and revealed discontinuity in the red and yellow wires on the distal portion of driveline. The remaining portions of driveline and wires did not reveal any short-to-shield or wire-to-wire shorts even with manipulation of the driveline. The bionate layer was discolored black approximately 2.25¿ to 24¿ from the metal controller connector. The bionate was removed and revealed large areas of shield breakdown approximately 5.5¿-11.5¿ from the metal connector on the distal portion of driveline. The shielding was removed, and visual inspection of the driveline revealed complete severs in the red and yellow wires approximately 8¿ and 9.75¿ respectively. The remaining wires on the distal driveline and pump end driveline were unremarkable. Excluding the red and yellow wires on the distal driveline, the driveline was submerged in a saline bath for high potential (hipot) testing of each wire¿s insulation. The test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The severed red and yellow wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Incidental findings: superficial damage to the outer silicone sleeve. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02sep2014. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021. The reason for exchange was not provided, however it was noted that the patient had been experiencing device alarms/issues a few months prior.

Event description:
It was reported that the pump was explanted due to driveline issues.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.